Manufacturer narrative:
(B)(4). The set has been rec'd and an evaluation is pending. A follow up report will be submitted with the results of the evaluation once it has been completed.

Event description:
Pt was on a propofol infusion and an unspecified alarm occurred. When the user opened the pump door to inspect the tubing they noted a bulge in the set then immediately the tubing ruptured, spraying propofol into the nurses left eye. The user's eye was flushed with water as recommended by the (B)(6). The facility biomed inspected the ruptured set and a tight knot was found to be occluding flow. The biomed conducted functional testing on the incident pump module and found the pump to be operating within normal parameters. There was no harm reported or medical intervention required. No further pt or event info was provided.